Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d5: from other/olympus employee to health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope: visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "air leak" . No harm was reported. No patient harm, no user injury reported . Device evaluation the coating of the device image guide (insertion section) was peeled off (peeling greater that 1x1mm2 ) this report is being submitted due to the finding of coating of the device image guide (insertion section) was peeled off (peeling greater that 1x1mm2, deterioration ) identified during device return evaluation .

Manufacturer narrative:
E1- address- full name of the establishment is (B)(6) hospital. The subject device was received and evaluated . Device evaluation found pinhole on a-rubber (bending section). Due to pinhole , water tightness is lost. Air leak inspection failed. The reported issue of "air leak" was confirmed. Furthermore, as stated in section b5, device evaluation found the coating of the image guide insertion section (connecting tube) was found peeled off. This condition was attributed due to deterioration, use handling issue. Additionally, the following defects were identified during device inspection: adhesive on a-rubber has a chip. Connecting tube has a wrinkle. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Eyepiece has a scratch. Diopter ring has a scratch. Control unit has a scratch. S-cover has a scratch. Grip has a scratch. Venting connector under grip is shaved. Ud plate has a scratch. Angulation lever has a scratch. Ig protector has a scratch. Connecting tube has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.